Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The root cause of the reported phenomenon could not be identified. Consideration: on the basis of investigation results, the cause was presumed as following physical stress and/or chemical stress. Physical stress: the insertion section of the subject device interfered with and was rubbed against the mouthpiece. The subject device was used for procedure while the insertion tube was not smoothly passed through the endotracheal tube. Chemical stress: a non-water-soluble spray-type pharyngeal anesthetic (xylocaine spray, etc.) Was directly sprayed to the insertion section of the subject device. The subject device was reprocessed by using the disinfectant which was not recommended by olympus. Reasons of presumption were as follows. According to the inspection result of olympus korea, the subject device had traces of physical stress. According to the former similar case, the cause of the similar event was analyzed as above. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was inspected at olympus (B)(6). It was confirmed that the coating of the insertion tube of the subject device was peeled off more than 1mm2 due to the deterioration. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus (B)(6), it was found the coating of the insertion tube of the subject device was peeled off more than 1mm2. The subject device had been returned to olympus (B)(6) for repair of the malfunctions for switch and image. The occurrence date of the event is unknown. There was no report of patient injury associated with the event.